Manufacturer narrative:
Follow-up # 1 date of submission 04-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 27-mar-2018 with the following findings: a review of the total daily dose history indicated that the insulin delivery totals correctly reflected the programmed basal rate targets. The pump¿s ¿ez-prime¿ steps were performed correctly. The pump correctly reflected 24 units after 24 hours on a 1 unit/hour duration test. The pump passed a delivery accuracy test and was found to be operating within required specification and delivery accurately. No defects were found on investigation therefore the investigation was unable to duplicate the initial complaint. No hypertensive or stuck keys were observed on the keypad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged the pump history did not match the active basal program, and an exceeded total daily dose warning occurred unexpectedly. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.